Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device and phenom-27 micro catheter were returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a sealed tyvek biohazard pouch. Visual inspection/damage location details: no damages or irregularities with the phenom-27 micro catheter hub. The micro catheter body was found kinked at ~21.1cm, ~10.0cm, ~5.1cm, and ~4.2cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The pipeline flex pusher was found extending out of the hub ~102.9cm. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~160.4cm and the usable length was measured to be ~153.6cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The inner diameter of the micro catheter was measured to be 0.027¿ at both ends, which is within specification (specification: 0.027¿ ± 0.001¿). The pusher was retracted out of the micro catheter against light resistance. The pipeline flex pusher was found separated on the distal core wire between the resheathing pad and the ptfe dps sleeves. The resheathing pad and pad restraints were already separated from the distal wire. The distal segment, resheathing pad, pad restraint and braid were stuck within the micro catheter. The micro catheter was flushed, and water did not exit the distal end. A 0.0265¿ mandrel was inserted into the hub and became stuck at ~10.1cm from the distal end (kinked location). The micro catheter was cut at this location and the remaining segment of the pipeline pusher and braid was found at this location. The ptfe dps sleeves and dps restraints were found undamaged. The tip coil was found separated from the distal wire. The distal braid end was found fully opened, damaged, and frayed. The proximal braid end was found tapered, damaged, and frayed. The broken distal wire was sent out for sem analysis. Sem results: ¿the tip of the broken end exhibited extensive corrosion damage.¿ the cause of the corrosion could not be determined conclusion: based on the analysis findings, the customer report of ¿lockup/resistance at distal segment of catheter¿ and ¿catheter r esistance¿ were confirmed. Resistance was encountered at the kinked locations. Other possible contributors for resistance are damage to the ped or pusher, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. Potential causes for the kinking are patient vessel tortuosity, possible oversized od, guidewire/delivery system removed aggressively, catheter entrapment, user advanced/retrieves device against resistance. From the damages found: distal wire (break), resheathing pad/pad restraint (separation), and tip coil (separation); it is likely high force was used or due to retracting against the reported resistance. Possible contributors towards pushwire breaks are patient vessel tortuosity, excessive force, over-manipulation, or user re-sheaths more than 2 times. Customer reported vessel tortuosity was normal, devices were prepared per IFU, continuous flush was used, and no damages were observed with the micro catheter or pushwire after removal from patient. The phenom-27 micro catheter is compatible for use with the pipeline flex device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a pipeline that was stuck at the distal end of the microcatheter. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular internal carotid artery (ica) ophthalmic segment aneurysm. The aneurysm max diameter was 7.4mm and the neck diameter was 5mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered for 7 days pre-op. It was reported that during delivery of the pipeline, the tip was stuck in the distal end of the microcatheter and could not be moved. It was noted the the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. The devices were removed and replaced to complete the procedure. There was no damage observed to the microcatheter or the pipeline pushwire after removal from the patient. There was no harm or injury to the patient. Post-procedure angiography aneurysm blood flow was decreased. Ancillary devices: cook7 sheath, navien support guide catheter, phenom microcatheter (model: fg15150-0630-1s, lot: au21-050), synchro2 guidewire additional information received reported that a phenom microcatheter was used in the event.